Event description:
Customer reported that during a biventricular pacemaker insertion, the towels pwtb04-stm from the san11dijel, device implant pack had an excessive amount of linting on the towels and physician¿s gloves. There was no delay and no adverse effect to the patient.

Manufacturer narrative:
From the device history record, lot#20211117-23-sh was finished on nov 29, 2021. No exception was recorded in the device history record that could lead to the reported incident. From the supplier¿s investigation, the average linting data is 0.118g/10pcs. A sample was not available for investigation. A photo was provided for evaluation. No abnormal lint was seen on the towel. According to supplier, this is single use product. Or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and has implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process, b. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement, c. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces), d. In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation in production or device history record. Therefore, the root cause could not be determined. We will continue to monitor trends for this product.